Event description:
A nurse reported that the intraocular lens (iol) was removed when the surgeon encountered vitreous fluid during iol implant surgery. The nurse reported the iol was removed so the surgeon could perform a vitrectomy. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic had scratches. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/27/2009, 03/12/2009, and 03/13/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 03/26/2009.